Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no report of patient injury or medical intervention related to the device. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4):the customer reported problem of "38 failure code" was confirmed during device evaluation. Service determined that the cause was due to the right force sensing resistors being out of specification. Both left and right force sensing resistors were replaced to resolve the issue. Should additional information become available, a follow-up MDR will be submitted.